Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that upon arrival at the account, the packaging and box for a farawave catheter was damaged. The box was opened, and damage was noted on the inner plastic packaging. After the damage was found on the inner package, a new catheter was opened and used to complete the pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. However, two images were reviewed by a boston scientific quality engineer. The images show evidence of the outer box and outer box seal damage. No image was provided as conclusive evidence of a sterile barrier breach however. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) states: "do not use if sterile barrier is damaged or unintentionally opened before use, as use of non sterile device may result in patient injury." There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review. A risk review performed for the farawave device confirmed that the events of packaging damage and seal compromised are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion. Based on all the available information, boston scientific has assigned an investigation conclusion code of cause traced to transport/storage as the issue is consistent with the possible handling of packages that are not adequate during storage or transport and therefore can appear damaged in the device or packaging. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that upon arrival at the account, the packaging and box for a farawave catheter was damaged. The box was opened, and damage was noted on the inner plastic packaging. After the damage was found on the inner package, a new catheter was opened and used to complete the pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation. No patient complications were reported. The sterile packaging was damaged.